Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions of the patient¿s implantable cardiac monitor (icm) revealed false pause episodes due to under-sensing. No intervention was performed. The patient was in stable condition.